Event description:
The complainant reported a 59-year-old male patient with cardiomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella 5.5 support had run of ventricular tachycardia (vt) requiring one shock, amiodarone bolus and drip. Three days later, the patient went into vt twice in the morning requiring shocks both times. Amiodarone and lidocaine drip were added. At the end of impella support the patient was bridged to left ventricular assist device. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.